Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a red rash underneath the lifevest. The patient saw her doctor, and she reported that the doctor stated that the skin condition looked like "3rd degree burns". The patient was prescribed an ointment. The ointment improved the irritation, but the patient's skin was still red. The patient reported that she had sensitive skin. The patient ended use of the lifevest. There is no indication that the lifevest delivered a treatment or could have caused a 3rd degree burn.